Event description:
It was reported while using bd¿ luer slip tip syringe with attached needle 26 g x 5/8 in., sterile, single use, 1 ml a needle broke off. There was no report of patient impact. The following information was provided by the initial reporter: material no: 309597     verbatim: spouse reports when going to use 1 of the needles the top broke off and some of the medication was in the missing part. She discarded that needle and used a different one. She wanted to report 1 damaged needle. Is the date of event known? (B)(6) 2022.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd¿ luer slip tip syringe with attached needle 26 g x 5/8 in., sterile, single use, 1 ml a needle broke off. There was no report of patient impact. The following information was provided by the initial reporter: material no: 309597     verbatim: spouse reports when going to use 1 of the needles the top broke off and some of the medication was in the missing part. She discarded that needle and used a different one. She wanted to report 1 damaged needle. Is the date of event known? (B)(6) 2022.

Manufacturer narrative:
The following fields have been updated due to additional information: d.4. Medical device lot #: 0150719. D.4. Medical device expiration date: 4/30/2025. H.4. Device manufacture date: 6/7/2020. H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd¿ luer slip tip syringe with attached needle 26 g x 5/8 in., sterile, single use, 1 ml a needle broke off. There was no report of patient impact. The following information was provided by the initial reporter: material no: 309597.     Verbatim: spouse reports when going to use 1 of the needles the top broke off and some of the medication was in the missing part. She discarded that needle and used a different one. She wanted to report 1 damaged needle. Is the date of event known? (B)(6) 2022.